Manufacturer narrative:
Fujifilm medwork conducted an investigation and reviewed the batch records which showed no apparent abnormalities. Given the limitation of product availability, a full evaluation was unable to be performed and a root cause could not be determined. The reported issue is presumed to be an isolated issue. There has been no report of similar complaints received for this product and no immediate actions have been established.

Event description:
On (B)(6) 2022, fujifilm medwork became aware of an event that occurred on (B)(6) 2022, involving jazz biopsy valve. During a diagnostic procedure, part of the valve was found in the patient's stomach after the forceps were introduced through the valve. The part was retrieved from the patient, and the procedure was completed successfully. There is no death reported with this event.